Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "persistent cough for one year. Change of device on january 19, 2023. Mail received on february 14, 2022 from the company vitalair." In addition, the patient reported having several medical consultations. The device has not yet been returned to the manufacturer for evaluation and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.